Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient reported experiencing severe pain and discomfort. The patient was seen in the ward for pain and was given pain suppressants. The patient still continues to experience discomfort, inability to walk uphill due to pain, inability to sit or stand in certain positions, stress and issues with urinating after sitting for any length of time. The patient reported she was readmitted in 2015 and it was found that the mesh had broken through the skin from the inside. The mesh was trimmed in 2015, but is now visible once again. The patient reported that the mesh is discolored and has to be removed due to issues with how the mesh was inserted and the complications brought by the deterioration of the device. The mesh remains implanted. No additional information is available.